Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan revealed that the aneurx stent graft had migrated distally with a proximal type I endoleak. The proximal aortic neck has dilated, currently 32.8 mm in diameter and the abdominal aortic aneurysm has expanded compared the previous cta study approximately 10 months ago. Per the physician, the cause of the stent graft migration with a proximal type I endoleak could not be determined. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the likely cause of the stent graft migration leading to the proximal type I endoleak appears to have been caused by disease progression; neck dilatation. Review of pre-implant CT¿s revealed that the patient had 53mm max diameter infrarenal aaa. The proximal neck diameter measured 26 x 27mm just below the lowest right renal artery, and the neck contained significant irregular thrombus. CT¿s from 5 ¿ 7.5 years post-implant noted that the infrarenal neck diameter had increased to ~28 ¿ 33mm, with lack of any proximal stent graft apposition; however, the aaa diameter had maintained the pre-implant diameter at 53mm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no secondary intervention has been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.